Event description:
The customer reported a tandem mobi cartridge alarm that occurred during the load process. There was no adverse impact on the customer's blood glucose level, as it did not exceed 500 mg/dl. The customer, with assistance from technical support, was able to resolve the issue by removing the cartridge and delivering a bolus, which completed successfully. The customer was then guided to load a new cartridge properly, resuming insulin therapy. Technical support provided a replacement cartridge and offered additional education on handling similar situations in the future.